Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. An appointment on (B)(6) 2015 was noted.

Event description:
It was reported that the patient feels using a tens (transcutaneous electrical nerve stimulation) unit may have interfered with her neurostimulator system. Caller would like guidelines for tens. The patient states on saturday the 14th she tried using a tens unit on her lower back and that when she was using it she felt like her neurostimulator stopped working. She usually feels the stimulation sensation but when she had the tens on she couldn¿t feel it. The patient immediately stopped using the tens and checked her ins (stimulator) with her patient programmer and it was working again. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0phrc, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).